Event description:
It was reported that the biomed stated that the arctic sun device was reading empty when full and then would only take 1 liter of water. Biomed stated that they check the level sensor. System hours were 3573, pump hours were 3249. Biomed requested quote for 2k preventive maintenance to had the device sent to the depot for service and further investigation. Per sample evaluation results on 14aug2023, it was reported that the 2 new motors were installed cause of broken screws in both motor mounts. The device went through the pm program.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed circulation pump. Device was evaluated. Broken screws were found on the motor in the motor mounts. Circulation pump motor was replaced. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.